Manufacturer narrative:
A tapered screw-vent implant (tsvb11) was received with a transfer mount engaged into the implant drive feature and a cover screw. Visual inspection of the returned product identified minor nicks around the transfer mount. The implant had no evidence of any damage or malfunction. The implant was functionally tested with a compatible in-house test screwdriver. The mount successfully disengaged from the implant drive feature as normal. Therefore, based on the evaluation, device malfunction has not occurred and the reported event was unconfirmed following inspection. Review of the DHR for tsvb11 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address . G4: date received by manufacturer . G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. (B)(4).

Event description:
Doctor indicated that the mount does not disengage from the (B)(4) implant. Procedure was completed using another device.